Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, fse instructed the customer to unplug the instrument and wait 10 minutes before repowering the instrument. When the instrument was powered up, there were no fuse errors noted. The issue had resolved. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 04-aug-2017 2017 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under chapter 8 troubleshooting states the following: [3130] fan fuse blew, cause: blown fan fuse was detected. Sampling will be interrupted. Action: please contact our service department. Check the fan and also the related. Wiring and board. Monitoring: a blown fuse condition in the fan is monitored at 0.1-second intervals. Check: fan - main board. The most probable cause of error 3130 could not be determined. The instrument was shut down and restarted, which resolved the issue.

Event description:
A customer reported error 3130 fan fuse blown while running the aia-900 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.